Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor issues and mentioned that their blood glucose was 41mg/dl. Customer was provided assistance with the sensor and declined low blood glucose troubleshooting. No further assistance necessary.